Event description:
It was reported the implant shifted. No additional information is available at this time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was completed: dsm biomedical manufactured the synpor smooth orbital floor plate. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lotdevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the plate implanted on (B)(6) 2014 shifted. The implant was removed on (B)(6) 2014 and another plate was implanted and affixed with screws. No surgical delay was reported. No additional information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.